Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of the evaluation confirmed the customer's alleged malfunction, there was a speaker malfunction on screen. After the speak assembly and the mainboard were replaced, the unit returned to specification. No further investigation or action is warranted at this time.

Event description:
It was reported the intellivue multi measurement server x2 module was not functioning. The device was not in use on a patient at the time of event, there was no adverse event reported.